Event description:
It was reported the patient felt a buzzing sensation at the right underarm. It started around 12 days prior to report. No falls or traumas were reported. The patient had good therapy with some tremor present. Palpation did not cause stimulation changes. The health care professional (hcp) could not elicit the buzzing sensation that the patient reported. Impedances for the case were higher than the bipoles and they were higher than the patient¿s last visit and those values were ¿normal¿. The bipoles were in normal range. The impedances for the case on the day of report were: c/0 6653, c/1 5888, c/2 6241, and c/3 6747 ohms on the left brain side. The patient didn¿t want to turn off the stimulation when the buzzing would occur because they had ¿significant symptoms that made it very challenging for them to do daily tasks.¿ the right brain lead had normal impedances and no changes were made to that side. Additional information received reported x-rays were performed on (B)(6) 2014 that revealed a fracture on the left lead. The patient had been referred to the implanting surgeon for the purpose of revising the lead surgically. It was further reported the patient was in the process of scheduling the revision surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).